Manufacturer narrative:
The returned device was evaluated the exposed portion of the soft cannula was found to be cut short. After turning the ratchet gear, insulin was observed exiting the cannula through the opening where a portion of the distal tip was severed off. The customer did not report that the cannula appeared abnormal or that the device was leaking so it could not be determined how the cannula was damaged. The rest of the device functioned normally. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 17.5 mmol/l (316 mg/dl) while wearing the pod between 4 and 24 hours on the arm. A new pod was applied to treat the hyperglycemia and the patient's bg levels decreased to 5.9 mmol/l (107 mg/dl).